Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced recurrent urinary tract infections, urethral obstruction and incontinence. A mesh revision was performed.